Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting a cardioversion on a patient (age & gender unknown), the device displayed "defib fault 72" and "defib fault 95" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the reported malfunction. The device's pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.